Manufacturer narrative:
Medical records were requested but unavailable from the patient's clinic. Per the patient's pd nurse, the patient's catheter was removed on (B)(6) 2015 and she has transferred treatment modalities to hemodialysis. Based on the provided information, it is unknown how the cycler may have contributed to the reported events. A supplemental report will be submitted upon completion of plant's investigation.

Event description:
A peritoneal dialysis (pd) patient reported being hospitalized for weakness, epigastric pain and peritonitis due to touch contamination on (B)(6) 2014. The patient was found to not properly adhere to aseptic technique. The patient was treated with vancomycin and ceftazidime and was subsequently discharged on (B)(6) 2015.